Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.

Event description:
The patient experienced an issue with the pod. While the patient was asleep, the adhesive began peeling from the top of the pod, causing it to detach and the cannula to become dislodged. The patient's blood glucose levels became significantly elevated (exact values not provided) and ketone levels were reported as very high. The patient was subsequently hospitalized and diagnosed with diabetic ketoacidosis. The length of hospitalization and specific treatment details were not provided.